Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a medical procedure in the middle cerebral artery (mca) using a velocity delivery microcatheter (velocity). During the procedure, while advancing the velocity over a guidewire and into to the target vessel, the velocity became fractured and, therefore, it was removed. The procedure was completed using a new velocity. It is unknown if there was any adverse effect to the patient.

Manufacturer narrative:
Results: the velocity was fractured approximately 26.0 and 59.5 cm from the hub. The device was kinked approximately 92.0 cm from the hub. Conclusions: evaluation of the returned velocity confirmed a fracture and revealed an additional fracture and kink. If the device is advanced against resistance or is otherwise mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. The additional fracture and kink may be incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder